Event description:
The following was reported by tga: 35 (7.9 %) bearings has presented with posterior fracture failure mostly on cr inserts from females (90%) with a high bmi (average 32).oxidation, fracture, yellowing, and delamination is observed with respect to the polyethylene. Tga noted: "in this instance, no further investigation of the reported event will occur." No additional mdir will be reported.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.